Event description:
It was reported the device was in back-up. Two download attempts failed. The measured battery data two months previous was 2.64 v, 12 ua, 12 kohms. The data equated to <1 month remaining longevity at that time. The eri bit indicated that the device was not yet at eri and the ID bit had an incorrect value. The device was subsequently replaced.